Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet, with glucose readings remaining above 180 mg/dl for more than a day and peaking at 600 mg/dl, despite multiple infusion set changes, site relocation to the side of the abdomen per clinician guidance, and use of subcutaneous insulin pen injections; the device issued high glucose, low insulin, and recharge alerts, and additional user training was scheduled. Symptoms included fatigue. Outcomes included ongoing elevated glucose without the need for hospitalization or outside assistance. Investigation included troubleshooting and user education. Investigation of this case revealed no device abnormalities reported by the user and an unclear cause of hyperglycemia, with contributing factors not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.